Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled: ¿metal-carbon fiber composite femoral stems in hip replacements¿. The study was to clinically evaluate, in a prospective randomized study, the proximal load transfer, stress shielding, stiffness of femoral stems using alternative stem metals. Sixty patients were selected. Thirty patients received an sr71 stem (non-commercial product made for this study) and thirty patients received an all-metal stem (stability). All the patients received a 28mm articul/eze femoral head, and an all-polyethylene cemented elite plus long posterior wall acetabular cup. All components were noted to be produced by depuy international, (B)(6). And the stems tested were not sold in the united states. Competitor cement was used. The results of the study reported that the sr71 implant provided increased proximal bone density and reduced distal bone density. The implant showed promising results at the time of early follow-up and the clinical outcomes were similar to those of an all-metal stem at the time of ten-year follow-up. There were two intraoperative complications during stability stem placement, one patient had supraventricular tachyardia in the anesthesia room prior to surgery and the was administered incorrect medication during the anesthetic procedure. Neither one of these were component related. There were two intraoperative complications in the sr71 group. Both had a minor nondisplaced femoral crack that occurred during the seating of the femoral stem. One revision sr71 group for pain, tingling femoral stem loosening and was retroverted stem. One revision loosening, migration of the acetabular cup at an unknown interface. Cup/head revised. Sr7 stem left in-situ. One revision loosening, migration of acetabular cup. Poly/head revised. Stability stem left in-situ. The study noted four subjects had heterotopic ossification, without subsequent problems. Two patients had mild pain with no revision, one case of bone resorption pain, bone resorption, heterotopic ossification, with no revision. A total of 13 patients were noted to be deceased during the ten year study with no other information provided and no allegations.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.